Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026 the patient fainted due to hypoglycemia but did not sustain any injuries when she passed out on the floor. The patient was wearing a dexcom g7 and tandem installed on her body. An ambulance was called and the patient was taken to the hospital. The ambulance personnel measured her glucose with a bg and it was reading 30 mg/dl. The patient regained consciousness after arriving at the hospital but she couldn't remember how long she was unconscious. The patient was treated with glucagon and IV dextrose at the hospital to stabilize her condition. After 2 hours she was discharged. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 6/3/2026. Data was received and evaluated. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on 3/24/2026 at 5:45 pm with transmitter/wearable serial number (B)(6). The sensor session lasted greater than 9 days and ended due to a manual stop on 4/3/2026. There was no bg calibrations attempted during the sensor session. On the day of the reported event (4/1/2026) the egvs reached a low of 66 mg/dl at 3:50 pm. The user reported that a finger stick bg of 30 mg/dl was recorded by the ambulance personnel during this event suggesting that the cgm was inaccurately measuring glucose. The root cause of the customer¿s experience was undetermined. No additional event or patient information is available.